Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was diagnosed with chronic kidney failure stage ckd4 (stage 4 chronic kidney disease). After obtaining the consent of the family members, the patient signed the informed consent form for performing deep vein puncture catheter placement. Post-operatively, after the insertion procedure of a long-term catheter was completed, the patient was found to have blood oozing in the neck, which was difficult to stop. A re-examination found a rupture/damage/break referred to as holes near the tunnel entrance at the outlet or exit of the catheter, specifically at the connection between the extension tube and the bifurcation tube, from which venous blood leaked at the puncture/exit site. The catheter was not repaired. A tego was not utilized, and there was no luer adapter issue. The insertion site was not treated prior to product placement. Flushing was done prior to use, and no apparent problems were found. No other products were utilized with the device, and nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. No lotions or medications were used, and no type of ointment was utilized at the exit site. Wound dressing was utilized at the catheter exit site, specifically using the gauze that came with the catheter kit. The gauze did not include any cleaning agents or antimicrobial properties. The clamp was not moved periodically. The initial disposition was to replace the catheter with the same lot and ID (identifier) as soon as it was found and notify the manufacturer, and no bleeding was found. The patient was sent to the ward immediately to continue treatment. With the catheter placement completed and access established, the patient was ready for dialysis treatment as part of their continued treatment. A subsequent treatment was initiated, normal dialysis could be resumed, and the dialysis was completed. Due to immediate treatment, which was replacing the catheter immediately, the issue did not have much impact. Blood loss as a result of the event was 1 ml (milliliter), and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter with a blood leak in its extension line. There appeared to be no other abnormalities with the device. It was reported that there was a leak or hole in the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur from contact with a sharp object during operation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.